Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-01235 and 2015691-2015-01237.

Event description:
Initially, a 26mm sapien xt valve was 12-13% oversized, when it was placed 50/50 in the native annulus. There was trace aortic insufficiency post initial valve placement. One day post tavr, via tte, the 26mm valve was found to have migrated into the lvot. The decision was made to place a 29mm sapien xt to anchor the first valve. Transapical access was chosen to try to avoid dislodging the first valve. The second valve was placed 40/60 aortic/ventricular (a/v). As the second valve was low, it was decided to place a third valve, a second 29mm sapien xt. The third valve was deployed, but it dislodged all of the valves. The patient was converted to avr to remove the valves. The surgical valve was placed and the patient left being paced and in somewhat stable condition. However, that evening the patient passed away. The exact cause of death is unknown, but it is believed it was due to heart failure. When the 29mm valves were deployed, they were slightly under filled, per the proctor¿s suggestion. The patient had mild native annular and leaflet calcification. The area measured 471mm2, and the diameter measured 24.6 mm. The lovt measured 450 mm2. The sinotubular junction (stj) measured 36.5 and the sinus of valsalva (sov) measured 36mm.

Manufacturer narrative:
(B)(4). This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-01235. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the patient had mild native annular and leaflet calcification, and a slightly oval shaped annulus. It is probable that these patient factors, in addition to procedural factors (multiple valve deployments and less than nominal volume inflations) caused the embolization of the valves. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.